Manufacturer narrative:
Investigation of the case logs confirmed the user had indicated they noticed that the surveillance marker which alerts the user of registration shifts was red indicating either the surveillance marker or drb had moved. Since the surveillance marker was on the same post as the drb this would indicate that the distance between the two had changed. A registration shift can result in the misplacement of implants. The observed overall risk level is low, which matches the observed anticipated risk level. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed.